Event description:
Customer reported not being able to test his blood glucose due to a delivery issue with their meter. Customer reported that he was advised to take more insulin then experienced one episode of loss of consciousness afterward. Customer then stated he drank orange juice to counteract his symptoms. No report of third-party medical intervention.

Manufacturer narrative:
Because this medical event was caused by a delivery issue, there will be no product returned for investigation. Therefore, this notification represents a final report.